Manufacturer narrative:
During the evaluation of the returned jol, the optic was not found to be hazy, as first reported, nor was a scratched optic observed as later reported by the implanting surgeon.

Event description:
Surgeon reports lens had a scratch on it which was noted after insertion. The wound was widened in order to remove the lens.